Event description:
It was reported that upon opening the package of the 27/22 x 9 wallflex colonic stent delivery system (sds), it was noted that the tip of the stent was bent. It was not known if the package had been damaged as well. The device was not used during the procedure and the procedure was completed with another of the same device. The patient's status is reported as "fine".

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.